Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, the 16fr esheath+ met resistance upon entering the patient's vessel. The physician had difficulty advancing upon entering the skin into the femoral artery, and upon removal of the esheath+ the tip was noted to be torn and bent. The decision was made to replace the esheath+. No patient complications were reported.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was added to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. An additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A photo of the affected device was provided. The imaging evaluation revealed soft tip damage, and the distal tip split proximal to the axial opening. The patient screening images provided were evaluated and it was observed that the patient has a tortuous access vessel, with calcium present in the access vessel and near the aortic bifurcation. The right access vessel appeared to be under-sized, as the minimum vessel diameter for a 16f esheath+ is 6.0 mm. An existing engineering summary written by edwards lifesciences establishes, that for the edwards esheath introducer set and esheath+ introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed based on the review of the photo provided. Investigation results suggest/indicate that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the difficulty/inability to introduce the sheath, while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.